Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: there was an unexplained pump reboot observed in the black box history. The battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach to the pump. Pump reboots were duplicated with the returned battery cap. A new test battery cap was able to fully attach to the pump and completed the 24 hour duration test. There were no pump reboots duplicated with the test cap. There was no evidence of internal moisture or damaged observed internally when the pump cover was removed. Unrelated to the original complaint, the display had a discolored contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.